Event description:
It was reported that during insertion in the operating room, the terumo infusion line easily detached from the stopcock. Despite the issue, the device was continued to be used during the procedure by capping the side port and using only the sheath. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional info: this product is not sold in the us. The 510k provided is for a similar product that is sold in the us.